Event description:
According to the literature, a prospective study aimed to compare the effectiveness of three surgical modalities ¿ electrocautery, harmonic scalpel and ligasure ¿ used for axillary lymph node dissection in breast cancer surgery. A total of 150 patients were enrolled from june 2020 to march 2023. The incidence of postoperative complications in the ligasure group included 4 patients with seroma formation, 2 with flap necrosis, 1 wound infection, and 1 patient with ecchymosis. 1 patient did require re-suturing.

Manufacturer narrative:
Kawadu jawade. "A prospective comparative study on assessment of outcomes of axillary lymph node dissection for carcinoma of breast using electrocautery, harmonic focus, and ligasure". 2025. Indian journal of surgical oncology medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.